Event description:
The tip of the instrument snapped off inside the patient during a rotator cuff repair, while manipulating tendon. The surgeon converted it to an open procedure to search and remove the broken tip. The surgery was delayed over 30 minutes. This device is used for treatment.